Event description:
It was reported that during a sigmoid colon resection, the surgeon had used the device to staple across the distal portion of the sigmoid colon. Staple line was noticed to be malformed. Surgeon promptly oversewed staple line for integrity and continued with end-to-end anastomosis using circular stapler. Case was completed by hand-sewn distal transection. There was no patient consequence.